Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial#: (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) it was reported that the patient's therapy cut off when they were recharging the ins. They stopped feeling stimulation. They noted they fully charged the ins and they connected the recharger with full coupling and a lightning bolt to confirm that the ins was on. They reported a charge sufficient screen. The patient reported the patient programmer wouldn't power on and they didn't have aaa batteries for it. They further reported that they weren't able to connect to the device with the patient programmer with or with out the antenna. Additional information was received. Per patient, his pain stim suddenly stopped working at around 10 in the evening on (B)(6) 2021 even if it was charged. Additional information was received. It was reported that the patient was using the new patient programmer. They stated that on saturday the stimulation came on, however when they got up sunday morning the stimulation was off. They synced with their implant. The stimulation was on at 6.5v. The patient increased their stimulation to 10.1v and was still not feeling any stimulation. The patient turned their stimulation back down to 6.5v and was directed to contact their healthcare provider to further discuss the issue.

Manufacturer narrative:
Continuation of d10: product ID 37742 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 37742 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3. Analysis was performed on [product ID 37742 lot# serial# (B)(6) ] analysis found that the device had corroded boards. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.